Manufacturer narrative:
The sample was investigated and the ft3 values which generated at customer site were confirmed at roche diagnostics. The investigation identified an interference to the antibody used in the reagent. The method sheet states, " in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. No product problem could be found.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft3 iii on a cobas 8000 e 801 module and a second e 801 analyzer used for investigation. The values measured at the customer site were reported outside of the laboratory to a physician. The sample was collected on (B)(6) 2019 and initially tested on the customer's e 801 analyzer on (B)(6) 2019. The sample was repeated using the wako accuraseed method and also an abbott architect analyzer. The sample was also provided for investigation, where it was tested on a second e 801 analyzer on (B)(6) 2019. The serial number of the customer's e 801 analyzer is (B)(4). The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 347456, with an expiration date of september 2020 was used on this analyzer.